Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant high results for 1 patient tested for troponin t hs stat on a cobas 8000 e 602 module. An aliquot of the primary sample was initially run with a result of 4.45 ng/l with a data flag. The instrument performed an automatic rerun with a result of 5.44 ng/l. The customer was not aware the instrument had done an automatic rerun and the primary sample tube was retrieved and aliquot was made into a false bottom tube. The aliquot in the false bottom tube was mixed and front loaded manually with results of 77.57 ng/l and 58.81 ng/l. This aliquot was repeated twice with results of 44.01 ng/l and 32.74 ng/l. The customer centrifuged the sample in the false bottom tube and noticed red cells in the bottom of the tube. The sample was run twice with results of 5.53 ng/l and 5.17 ng/l. The lower results were believed to be correct. No erroneous results were reported outside of the laboratory. There was no allegation that an adverse event occurred. The troponin t hs stat reagent lot number was 30564600 with an expiration date of 30-jun-2019. Calibration signals were slightly lower than expected. Qc results were acceptable. The customer's maintenance was current. Preventive maintenance was last performed on (B)(6) 2018. The sample was spun for 10 minutes at 3000 rpm. Based on a picture of the sample, the buffer layer is hemolyzed. Neither a general instrument or reagent issue were identified. Based on the data provided, the investigation did not identify a product problem. The cause of the event could not be determined.